Event description:
It was reported that two (2) non-dehp t-connector extension sets were loose and leaked. This was observed during a MRI procedure on two (2) different patients where propofol was administered. The location of the leak was between the extension sets and intravenous (IV) catheters. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred over two (2) unspecified days. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), h11. H11: one actual device was received for evaluation. Visual inspection observed that the sample was received without the protective tip from the subassembly; instead, it had a syringe attached. A functional pressure test, clear passage under water test and clamp shut-off function were performed; no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.